Manufacturer narrative:
Main investigation conclusion the reported event of a no external power alarm was confirmed via log file analysis. The heartmate mobile power unit (serial #: (B)(6)) was not returned for analysis; however, a log file was submitted for review spanning approximately 6 days (03mar2021 ¿ 09mar2021 per timestamp). On 04mar2021 at 9:31:08 - 9:31:13 and 05mar2021 at 11:57:01 - 11:57:22 there were atypical losses of ac power while connected to the mpu triggering no external power, power cable disconnect, and low voltage alarms. The backup battery provided power during these events. These events cleared after ac power was restored and 14v battery power were connected, respectively. There were no other notable alarms n the log file. Pump operation was not affected. Good faith efforts were sent asking if the mobile power unit (mpu) would be returning, if the mpu had a v-lock connector, if the power cord came loose from the outlet, and if there were any environmental factors that may have contributed to the loss of ac power; however, to date no response has been received. The root cause of the reported event was unable to be conclusively determined in this analysis. Heartmate iii instructions for use rev. C section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook rev. C section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including no external power alarms. Heartmate iii instructions for use rev. C section 3 ¿ ¿powering the system¿ and heartmate iii patient handbook rev. C section 3 ¿ ¿powering the system¿ addresses how to properly connect power sources to the system controller. Heartmate iii instructions for use rev. C section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook rev. C section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications prior to being initially shipped outbound on 20jul2018 via outbound delivery order. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient's device alarmed for power cable disconnect/low power hazard/no external power events on (B)(6) 2021 and (B)(6) 2021 due to power to the mobile power unit being briefly interrupted.